Event description:
It was not possible to perform the in-situ measurements neither with the max coil, nor with using the audio processor. The issue started about two years ago. Reportedly, the user has a very thick skin flap. Further technical check is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might be in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. Further the recipient has a thick skin flap, which might has contributed to the observed issues. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Reportedly the hearing performance with the device is satisfactory. The device remains implanted and in use.

Event description:
It is not possible to perform in-situ measurements. The issue started about 2 years ago. The user is happy with the fitting and is not complaining about his hearing performances. Reportedly, the user has a very thick skin flap.

Event description:
It was not possible to perform in-situ measurements. The issue started about 2 years ago. The user is happy with the fitting and was not complaining about his hearing performances. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. Further the recipient had a thick skin flap, which might has contributed to the observed issues. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.